Event description:
It was reported that ceramic beak had small chip with piece missing upon inspection in ep1 equipment audit. Issue was detected after procedure. No negative impact in state of health reported. As it cannot be excluded that the missing piece was lost in the patient a report is required precautionary.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).